Event description:
It was reported that the brakes allegedly locked up while a pt was on a bed and the bed could no longer be moved. Reportedly, the pt had to be transferred to a stretcher for transportation. No injury to pt or user was reported.